Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 12. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding, abscess and fistula. No further patient complications were reported.